Event description:
It was reported that during a lap sigma procedure, no function after 25 minutes and pad was melted, take the other shear problem after 25 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/8/08. Info anticipated, but unavailable at this time.